Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump was not reading the reservoir volume correctly. Troubleshooting was performed, and the displacement test failed. Nothing further was reported.